Event description:
The needle was out into the lesion and would not retract back into the sheath fully. The doctor had to bring the needle as far into the sheath as they could and then bring the sheath with a little exposed needle as far up into the scope as possible and removed the scope. This is how the needle was removed, not by just removing the entire thing within the sheath, but by withdrawing the scope. The case was finished successfully with another needle with no problems. On eval of the returned device, it was noted that the needle and sheath was broken away from the device below the sheath extender. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
There were no echo devices of lot c756588 in stock at the time of the investigation. The 1 x echo device of lot c756588 was returned for eval. It was returned in it's original packaging and was open on receipt. The complaint info stated that user of the device had the following issue "the needle was out into the lesion and would not retract back into the sheath fully. The doctor had to bring the needle as far into the sheath as they could and then bring the sheath with a little exposed needle as far up into the scope as possible and removed the scope. This is how the needle was removed, not by just removing the entire thing within the sheath, but by withdrawing the scope. The case was finished successfully with another needle with no problems." Needle breakage was not reported. However, no eval of the returned device, it was noted that the needle and sheath was broken away from the device below the sheath extender. The needle was returned within the sheath detached from the device. On closer eval, it appeared that the needle and sheath could have been cut apart from the device, however, this cannot be confirmed. There was no part of the needle missing. The needle returned extended approx 2cm from the sheath indicating that it was a possibility that the customer could not fully retract the needle into the sheath. The customer complaint issue could not be confirmed as the needle was returned broken away from the device and could not function as intended due to the breakage. A possible cause of the complaint could be that the device may have been damaged during its introduction into the endoscope or during use if the endoscope was being used in a tortuous anatomy. If the endoscope was being used in a tortuous anatomy then this may have caused the needle to kink and break below the sheath extender which would have contributed to the difficulty that the user had in trying to retract the needle. However, no kink or bend was reported as per the info provided and it is unk if the endoscope was in a flexed or twisted position at any time during the procedure. Prior to distribution, all echo-19 devices are subjected to functional checks and visual inspection to ensure integrity of the product. A review of the mfg records for echo-19 devices did not reveal any discrepancies that could have contributed to this issue. The 2 year complaint history has been reviewed and this type of complaint occurrence is low. No corrective action is warranted at this time. There was no harm to the pt. Complaints of this nature will continue to be monitored for potential emerging trends.